Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03451.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-03451. It was reported (colombia) diagnostics showed high impedance values for the scs leads at random times; however, stimulation was not affected. Surgical intervention was taken on (B)(6) 2015 (as a result, of loss of stimulation from one of the leads-stimulation remained effective) during which the left and right leads were tested and the impedance values were normal range, then the physician tested the leads with the extension(s) and impedance values for the left scs lead were high. As a result, the physician decided to change the extensions, which resulted in normal impedance values.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-03451. Additional information received identified "everything worked properly" following the procedure.